Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The previous investigation does not change. Additional h6 codes were added. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer, the forceps channel on the evis lucera elite gastrointestinal videoscope had a pinhole. During the inspection and testing of the returned device, foreign material was found in the forceps channel. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the according to the customer, the subject device was not cleaned/disinfected or sterilized prior to sending it in. The customer¿s allegation was confirmed. Due to a pinhole on the channel tube, water tightness was lost. In addition to the findings reported in b5, scratches were found throughout the device, there was peeling paint on the air/water cylinder, cracked adhesive on the bending section cover, corrosion on the ultrasonic transducer, insufficient adhesive in the screw holes of the distal end and a worn angle wire caused the bending angle in the up direction and the play of the up/down knob to be out of specification. Part the insertion tube was caused and pinched, causing the insertion tube to become deformed, due to damage to the channel tube, the forceps could not be inserted smoothly and the damage to the ultrasonic probe, caused the displayed ultrasound image to have missing elements. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following could have contributed to the malfunction: a) the physical damage to the device may have resulted in the inability to remove the foreign body. The investigation was unable to identify the foreign body. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): chapter 6 application and conditions of cleaning, disinfection, and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.